Event description:
---

Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
---

Event description:
Boston scientific received information that during a routine follow up in clinic, this right ventricular (rv) lead exhibited high pacing threshold measurements and decreased sensing. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned. No adverse patient effects were reported.